Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen is unresponsive.